Manufacturer narrative:
On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery in a young man ((B)(6) years) 7 years and 8 months after primary double mobility tha. Radiographic image shows the presence of osteolysis around the stem probably caused by polyethylene wear. An amount of wear with the reported clinical implications does not appear to be abnormal given the age of the patient and the type of components chosen for the primary operation. Batch review performed on 12 june 2017. Lot 090902: (B)(4) items manufactured and released on 18 august 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 14 june 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the external surface of the liner seems to be burnished, mainly in the polar region; the yellow aspect is probably caused by lipid absorption. From the images available no conclusion can be drawn. Not available.

Event description:
The patient came into the surgeon's office for a routine follow-up. The surgeon observed on a new x-ray, osteolysis around the stem. The stem and cup were well fixed. The surgeon swapped the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.